Manufacturer narrative:
Findings: unit received with intermittent buttons due to corroded keypad traces.no button error alarms were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with scratched lcd window. Unit received with cracked battery tube threads.no unexpected beeping or audio alarm anomalies were noted.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the numbers started scrolling on the screen without the users input. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.